Manufacturer narrative:
Final device analysis of the stimulator revealed no anomaly found - the stimulator was functionally okay. A lead was inserted into both ports with no problems. A lead was inserted into port 0-7 with no difficulty and good stable output was observed on each electrode pair. A borescope was used to inspect the inside of both connector ports to look for any foreign material that could obstruct the lead. All ball seals were intact; sealing rings were intact; and no adhesive or epoxy was observed. See scanned page.

Event description:
The stimulator was implanted. They experienced difficulty getting the lead into the 0-7 port of the connector block, but by x-ray it appeared completely seated. In recovery, the pt was getting no stimulation. Impedances were checked for the 0-7 port at the default amplitude and a >10000 reading was obtained; at 3.0 volts a >40000 reading obtained. The pt was taken back to surgery. They had difficulty removing the lead from the 0-7 port. Blood was noted on the inside of the connector block at the 0-7 channels. The lead head in the 8-15 slot showed normal impedances; when put back in the 0-7 port (difficulty inserting was again noted) impedance readings at 3 volts was >40000. Neither lead appeared damaged. The stimulator was replaced. There was no pt injury. The pt recovered without sequela.